Manufacturer narrative:
B3: the event occurred on an unreported date in mid-october 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and diarrhea. The cause of peritonitis was not reported. The patient was hospitalized due to peritonitis and treated with vancomycin (intraperitoneal) for the event. At the time of this report, the patient was discharged and recovered from the events (16 days later). Action taken with pd therapy was unknown. The reporter declined to provide additional information.